Manufacturer narrative:
During preventive maintenance at the customer site, the thermogard console (sn (B)(4)) failed power-on-self-test (post) due to mid:26 (low battery) error. The root cause was due to the low voltage battery of the display head, attributed to normal wear and tear. The thermogard console was manufactured in august 2013, and it is over 5 years old, having exceeded its expected service life of 5 years. The battery was replaced to remedy the fault. Visual inspection of the thermogard console was performed, and no issues were observed. Following service, the thermogard xp ivtm system passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance performed at the customer site, the thermogard console (sn (B)(4)) displayed mid:26 (low battery) error message during the power-on-self-test (post). No patient involvement.